Event description:
A female pt of unk age presented for a PICC placement procedure. During the procedure, prior to the PICC being place, the user flushed the PICC per the instructions per use. The user noted that a clear piece of plastic was flushed from the catheter. The device was not used on the pt. The PICC was set aside to be returned to the MFR for eval. The procedure was successfully completed with another PICC without complications. As the product problem was noted prior to contact with the pt there was no harm or injury to the pt.

Manufacturer narrative:
The catalog and lot number of the reported defective device were not provided by the user. A ship history review was generated for the complaint and all morpheus PICC item numbers shipped to the complainant in the six months prior to the procedure date in order to ascertain the last three catalog number/lots numbers shipped. This review indicated that the complainant had only received item number 12102609. A review of the lot history records was performed for the packaging and component lots obtained through a ship history review for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device would be available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).